Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was performed and no anomalies were found. Concomitant product: dtba1q1 crt-d, implanted: (B)(6) 2014; 0185 boston scientific lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture at high outputs on all 16 vectors. A chest x-ray confirmed that the lead had dislodged into the atrium. The lead was turned off, then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.